Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) incorrectly classified a ventricular tachycardia (vt ) for a supraventricular episode which caused inappropriate therapy. As well, all therapies were exhausted and the device did not successfully convert the rhythm. Follow up was conducted and the device was reprogrammed with the high rate timeout feature turned off. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.